Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a damaged p2 pumphead door. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged pump 2 pumphead door. To correct the condition, the pumphead door was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). During product evaluation by a baxter service technician, a flogard infusion pump was found to have a damaged p2 pumphead door.